Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery and motor error. The patient's blood glucosea t the time of incident was 409 mg/dl, which she treated via manual insulin injection. Troubleshooting was initiated for the no delivery alarm. The no delivery alarm did not occur during manual prime. The alarm was resolved with a complete set change. Troubleshooting for the motor error alarm occurred. The drive support cap appeared normal. The insulin pump was not exposed to a high magnetic field. The device was able to rewind. The displacement test and manual prime were successful as well. No products were returned or replaced.